Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she removed the sensor when arrived home and it had a bent cannula. Customer was advised that it may be a site related issue and to try rotating the insertions 90 degrees and choosing an area at least 2 inches from this site. The customer had received a threshold suspend alarm on the insulin pump. Customer's blood glucose was 214 mg/dl at the time of the incident. Customer's sensor glucose value was 47 mg/dl. Customer was advised to remove and change out the sensor after troubleshooting. Customer will be sent a replacement sensor.